Event description:
It was reported that the merlin home transmitter failed to power up, damaged and was found to have burnt damages after device analysis. The transmitter was not used and replaced. The patient experienced no consequences.

Manufacturer narrative:
The field complaint of the transmitter not powering on was verified. The visual inspection revealed no physical damage to the outer plastic housing of the transmitter or to the ac power adapter. The ac power adapter was plugged into a working ac electrical wall outlet and failed to power on. After opening the ac power adapter, burnt components were observed on the main circuit board. After opening the transmitter, the main pcb board was found to be burnt as well. Due to all the burn damage, the unit could not be plugged into a working ac electrical outlet for further testing. High current flow through the ac wall power outlet damaged the ac power adapter causing the no power issue and the burn damage.